Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that there is nibp variation. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.